Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not get enough pain relief. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was discarded by the hospital policy.